Manufacturer narrative:
No device analysis results are available because the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined that no non-conformances were identified that are related to the reported event.

Event description:
During the implant procedure, before the sensor was opened during the implant procedure, the patient experienced a sustained ventricular tachycardiac rhythm with associated drop in blood pressure of 60/40. The patient's automated implantable cardioverter-defibrillator did not activate due to a lower ventricular beat rate, 150 beats per minute, than threshold. Defibrillator pads were applied, and one external shock was delivered which resolved the arrythmia. Patient's blood pressure normalized, and the physician choose to continue with the procedure. Cardiomems was deployed successfully with no subsequent arrythmia.